Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 500 mg/dl with traces of ketones. Caller declined troubleshooting for high blood glucose. Customer was treated with insulin pump and blood glucose was lowered.